Event description:
Info received indicates the head section of the stretcher is stuck in the raised position.

Manufacturer narrative:
The technician isolated the issue to the gas spring. He replaced the gas spring to repair the stretcher.